Event description:
Customer reported that a patient forward typed as a group o with an a/b/d/a/b/d card. Additional testing was performed with the abd/reverse card. The patient forward typed as group o; patient's reverse grouping was a group a. The reference lab's results also indicated that the patient was a group a. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. There were no similar complaints received for this lot. (B)(4).